Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 180-280 units of insulin and decreased to 0 units faster than expected. Upon reloading the cartridge, a minimum fill notification occurred. The customer's blood glucose level was 217 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.